Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic gastric bypass laparoscopic procedure. Upon stapling the stomach to create the pouch (new stomach) there was a problem unloading the device. It could not unload as the stapler was broken. The mechanism on the handle that retracts the knife(black handles) and black knob were both broken which is why the handle would not open or retract the knife blade. The jaws locked on tissue. A new stapler was introduced and stapled around the stapler to create new pouch and remove the stapler. There was unanticipated tissue loss. The case was completed by opening a new handle. No patient injury.

Manufacturer narrative:
Based on review this report is updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. The proximal end of the reload adapter was broken from the device. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.